Event description:
It was reported that the ventilator failed the gas supply test during pre-use check. (B)(4).

Manufacturer narrative:
The returned printed circuit control board has been investigated. The reported gas supply test failure during pre-use check was reproduced. The printed circuit board was found with a faulty capacitor. The component fault affects the oxygen inlet pressure-signal to the printed circuit control board. This erroneous signal is interpreted as if the inlet oxygen gas supply pressure is low, thereby causing the oxygen gas module to stop delivering oxygen. This failure will be noticed during the pre-use check. Should this failure occur during patient treatment, the ventilator will continue to ventilate with air only. Alarm for low oxygen concentration will be generated if the concentration gets below the set value by more than 6 vol%. (B)(4).